Event description:
It was reported that the patient experienced inadequate stimulation. X-ray was taken and showed that the leads were fractured. The patient reported that this happened after a car accident. The patient underwent a full system replacement. Explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21215540.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21215540.

Event description:
It was reported that the patient experienced inadequate stimulation. X-ray was taken and showed that the leads were fractured. The patient reported that this happened after a car accident. The patient will undergo revision procedure.